Manufacturer narrative:
The investigation determined that nonreproducible lower than expected vitros amon quality control results were obtained from ocd lpv quality control fluid using vitros amon slides processed on a vitros 4600 chemistry system. The assignable cause of the event is an instrument event most likely related to microslide incubator contamination. The cause of the contamination of the microslide incubator was not identified. Results of precision testing demonstrated that the vitros 5600 integrated system was not operating as expected at the time of the event. Acceptable performance was obtained after ocd field service actions were performed.

Event description:
The customer complained that nonreproducible lower than expected vitros amon quality control results were obtained from ocd lpv quality control fluid using vitros amon slides processed on a vitros 4600 chemistry system. Lpv l2 vitros amon results: 143.2, 136.7, 144.0, 152.3, 160.7 mol/l vs expected 196.0 mol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No amon patient sample results were in question over the time frame of the event; however, the investigation cannot conclude that patient sample results were not or would not be affected if the event were to recur undetected. There were no allegations of patient harm as a result of this event. (B)(4).